Event description:
During index procedure, the patient also had two endeavor sprint drug eluting stents implanted, one in the lad and one in the diag branch.

Event description:
Two endeavor sprint drug eluting stents were implanted in the rca during a staged procedure. Approximately 8.5 months post index procedure cardiac death was reported. Cause of death was acute edema of lung, hypertension and obesity. Investigator reported that the event was not related to the device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).